Event description:
It was reported that a cotton lint ball came out of the helmet and fell onto the surgical table. There was no indication that anything entered the surgical site. There were no allegations of adverse consequences associated with this event. The procedure was successfully completed as planned.

Manufacturer narrative:
The device has not yet been returned to the MFR for eval. A quality investigation will be performed when the product is received and a f/u report will be filed.